Event description:
It was reported that the patient's lead warning triggered due to low impedance since having a routine device change out. During interrogation, impedance levels were within normal limits, yet it was possible to see oversensing while manipulating the patient's arm. The lead was partially removed, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. There were no anomalies found. It was noted that the distal conductor had blood/body fluid (not obstructed). The outer insulation had a white substance and a cosmetic depression.